Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that the guidewire retraction issue, tissue damage occurred. During pulmonary vein isolation procedure, after successfully ablating cavo-tricuspid isthmus (cti), the physician was unable to retract the guidewire back into the catheter. Multiple attempts were made to redeploy the catheter into the flower configuration and retract the guidewire; however, these attempts were unsuccessful. It was then recommended that the farawave catheter be fully undeployed and removed from the patient anatomy prior to applying additional force. Upon removal, resistance was noted, and it appeared that a substance was lodged within the lumen of the catheter, preventing guidewire movement. Attempts to clear the obstruction were unsuccessful. Force was applied to remove the guidewire, which resulted in the wire separating into two pieces. Approximately one inch of the wire remained exposed at the distal end of the catheter while the proximal portion was removed. It was noted that tissue was observed at the tip of the catheter. Catheter was replaced with a new farawave catheter to continue the procedure without further issue. No patient complications were reported.